Event description:
It was reported that this right ventricular (rv) lead had dislodged and was causing loss of capture and high threshold measurements. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix would not extend properly. The rv lead was then successfully explanted from the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection noted dried blood around the helix, otherwise the lead tip appeared normal. No lead issues were noted that would have resulted in an increased risk of dislodgement. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement and loss of capture.

Manufacturer narrative:
This product was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged and was causing loss of capture and high threshold measurements. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix would not extend properly. The rv lead was then successfully explanted from the patient. No additional adverse patient effects were reported.